Event description:
Health care professional (hcp) reports 2 pt reactions with the psn membrane. Both incidents occurred with the same pt. The first incident occurred on 02/07/2000. The pt had previous exposure to the psn membrane with no diffculties noted by the hcp. The incident occurred within the first few minutes of the hemodialysis treatment. The pt experienced a respiratory arrest and a code was called. The dialysis treatment was discontinued and the pt's blood was returned. The pt was placed on a respirator. A subsequent treatment was completed with the psn membrane without incident. The pt experienced the second reaction on 02/11/00. The pt was noted to have respiratory difficulty and the heart rate decreased to 44. The treatment was discontinued at the time of the incident and the blood was returned. The treatment was not resumed. The pt had been dialyzed on an alternate membrane and has experienced similar symptoms.